Event description:
Knee effusion [knee effusion], knee swelling [knee swelling], pneumonia [pneumonia] ([blood streaked sputum], [chills], [fatigue], [ache], [headache], [chest pain (non-cardiac)], [burning in throat], [malaise], [appetite decreased nos], [intermittent fever]), hemarthrosis [knee hemarthrosis], limited rom [joint range of motion decreased], urticarial eruption / pruritic rash [urticaria] ([itching], [generalised rash], [erythematous rash], [condition worsened]), difficulty focusing [concentration impaired], poor sleep [poor sleep], rambling speech; trouble finding words, slurred speech [slurred speech], metal taste [taste metallic], weight loss [weight loss], nausea [nausea], nose bleed [nose bleed], flu [flu], diarrhoea [diarrhoea], urine is real dark [urine color abnormal], eczematous dermatitis [eczematous dermatitis] ([skin bleeding], [pain], [papule]), pain in right knee [knee pain] ([condition worsened]). Case narrative: initial information received on 02-oct-2018 regarding an unsolicited valid serious case from united states received from the lawyer. This case involves a (B)(6) years old male patient (176 cm height and (B)(6) weight) who experienced pain in right knee, limited rom (latency: same day), knee effusion, knee swelling (latencies: 1 day), hemarthrosis (latencies: 22 days), skin rash; red raised and draining rash/ red raised rash to trunk of body, rash is patchy, itchy, with erythema; acute erythematous, pruritic rash in multiple places on his body (latency: few days); flu, pneumonia (latencies: unknown); (5 months 6 days); persistent rash from the top of head to toe (latency: 5 months 7 days); urticaria (5 months 12 days); nose bleed (5 months 16 days); legs were bleeding and painful (latency: 5 months 20 days); difficulty focusing, rambling speech; trouble finding words, slurred speech, metal taste (6 months 11 days), eczematous dermatitis, flu, pneumonia (latencies: unknown) while he was treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history included drug allergies with morphine and cortisone, hypersomnia with sleep apnea, ingrown toenail, actinic keratosis, cellulitis and abscess of toe, vision, subnormal, syncope, shortness of breath, benign essential hypertension, chronic diarrhea, osteoarthrosis, pain in joint involving lower leg, loose body in knee, orthostatic hypotension, loss of appetite, onychomycosis, onychodystrophy, onychocryptosis, osteoarthritis of knee, cough, cramping pain, skin rash, hernia of anterior abdominal wall, generalized anxiety disorder. Patient had a surgical history of colonoscopy. Patient's past medical drug included synvisc on (B)(6) 2017. The patient's past vaccination(s) and family history were not provided. Concomitant medications included trazodone hcl for sleep apnoea syndrome; aspirin (acetylsalicylic acid); citalopram hydrobromide for mood; hydrocerin (paraffin, liquid, wool alcohols); lamotrigine for mood; menthol; doxepin hcl and hydroxyzine hcl. On (B)(6) 2017, the patient was administered synvisc one (hylan g-f 20, sodium hyaluronate) intra-articular injection 6 ml 1x intra-articular for osteoarthritis. On (B)(6) 2017, patient came to emergency department at night and reported of severe pain in his right knee. He said his pain continued to get worse after injection with some limited range of motion. On (B)(6) 2017, patient presented with large knee effusion post synvisc injection, pain and swelling of right knee. Patient reported that on an unknown date in (B)(6) 2017 he experienced rash after he was administered synvisc one injection in his knee. Also, patient reported that his eczematous dermatitis began shortly after a hyaluronic acid ortho knee injection in (B)(6) 2017 and uncontrolled with subsequent cortisone knee injection. On (B)(6) 2017, aspiration of 90 cc blood was done and corticosteroid injection was administered on right knees. Patient with hemarthrosis after synvisc one, aspiration and cortisone injection was now doing well. On (B)(6) 2017, cortisone injection was administered on patient's right knee. After patient's consent, right knee was prepped with alcohol, betadine and gebauer's spray and the lateral compartment was injected with 40 mg/cc kenalog, 2 cc 1 % lidocaine, 2 cc 5% marcaine, tolerated well. A clean bandage was applied. Patient with hemarthrosis after synvisc one, aspiration and cortisone injection was now doing well. On (B)(6) 2017, a day after receiving cortisone injection, patient came to emergency department complaining of acute erythematous, pruritic rash in multiple places on his body. Almost zoster -like appearing in nature but less likely given multiple dermatomal distributions. Considering the time of reaction, it is likely to be related to cortisone injection but could also be alterbate drug reaction or contact dermatitis. Patient was prescribed a new bottle of triamcinolone in addition to cetirizine and atarax for symptomatic relief. Also, on (B)(6) 2017, patient received influenza vaccine im 0.5 ml in left deltoid lot xf31708 exp 30-jun-2018. On (B)(6) 2018, nurse reported that a phone call was received from the patient stating concern about worsening flu like symptom for the past week. He said he had been coughing up greenish brownish bloody sputum, fever 102, terrible headache(9/10), body aches (8-9/10), chest hurts when he coughed, feel sob and dizzy, had diarrhea yesterday, burning in throat, face hurts, some swelling, urine was real dark even though he had been drinking a lot. On (B)(6) 2018, patient reported that he had gone to (B)(6) hospital this past friday as he had flu and pneumonia. He reported that he was feeling better and had no shortness of breath, however he still had ongoing rash. He said rash was getting better but it comes and goes and popped up in different areas, patient denied of worsening or progressing of rash. On (B)(6) 2018, patient visited emergency department complaining of persistent rash from the top of head to toes and was prescribed prednisone taper, tac ointment and bacitracin. Rash was present on back, throat, legs and under the arms. Erythematous papules seen on lower back and few erythematous papules on chest and inner arms. On (B)(6) 2018, punch biopsy of skin procedure was performed on the lower back skin. Site was cleaned with alcohol and 1% lidocaine with epinephrine injected into site for anesthesia. 4mm punch biopsy performed. Site was closed and hemostasis achieved with 4-0 nylon sutures and site dressed with vaseline and bandage. On (B)(6) 2018, biopsy results revealed urticarial eruption. On (B)(6) 2018, patient complained of heavy nose bleeding in the morning with yellowish and red streak drainage throughout the day. On (B)(6) 2018, patient reported that his legs were bleeding and painful. On (B)(6) 2018, patient visited the dermatology clinic and he complained that he had a worse flare on his legs recently and he had been scratching at these areas persistently. He reported that his itch improved substantially when he rubbed beer all over his body. On (B)(6) 2018, patient reported of moderate to severe itching, with new hives appearing every day. He reported that he was using alcohol on his skin because that was the only thing that seemed to be relieve the itching. Camphor menthol lotion helped as well. On (B)(6) 2018, patient stated that he had not improved since his last visit and continued to have rash. He was using hydrocerine and sarna. Fluocinonide was also prescribed for the same. On (B)(6) 2018, patient complained of loss of appetite, weight loss, nausea, chills, fever, fatigue, confusion, difficulty speaking, trouble finding words, slurred speech and metal taste. On (B)(6) 2018 at 1026 hours, lab results were blood chloride 107 (high). Final diagnosis was pain in right knee, limited rom, knee effusion, knee swelling, hemarthrosis, skin rash; red raised and draining rash/ red raised rash to trunk of body, rash is patchy, itchy, with erythema; acute erythematous, pruritic rash in multiple places on his body; flu, pneumonia; persistent rash from the top of head to toe; urticaria; nose bleed; legs were bleeding and painful; difficulty focusing, rambling speech; trouble finding words, slurred speech, metal taste, eczematous dermatitis, flu, pneumonia. The patient was treated with paraffin (vaseline), triamcinolone acetonide (kenalog), lidocaine for joint effusion, ibuprofen for arthralgia, oxycodone for arthralgia, fluocinonide for urticaria, betamethasone for urticaria, cetirizine hydrochloride (cetrizine) for urticaria, clobetasol for urticaria and camphor, menthol (sarna camphor; menthol) for urticaria. Outcome: unknown for all events. A product technical complaint was initiated on 12-oct-2018 for synvisc one with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible . Based on the lack of information provided, no CAPA was required . It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA was required seriousness criteria: intervention required for knee swelling, knee effusion; medically significant for hemarthrosis, pneumonia. Additional information was received on 12-oct-2018. Ptc results received and processed. Global ptc number added.